Event description:
It was noted that the patient had two implantable neurostimulators. One was a spinal cord stimulator and one was for urinary stimulation. Both of the devices were implanted in the patient¿s right buttock area. One of the two implantable neurostimulators moved to the left side on its own about 3 days prior to the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent. It was unclear which implantable neurostimulator (ins) moved. Please refer to manufacturer report # 3004209178-2014-08963 for information regarding the spinal cord stimulator ins.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient product ID 3889-28, lot# v249003, implanted: 2009-(B)(6), product type lead. Product ID 3095-10, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).